Event description:
Information received indicates the foot siderail will not remain in the raised and latched position.

Manufacturer narrative:
The technician isolated the issue to a bent siderail latch cover, preventing the latch from engaging. The technician replaced the siderail latch cover to repair the bed.